Event description:
It was reported that the device would not completely power on and the display was locked-up. There was no pt use associated with the reported failure.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported failure. Physio replaced the main pcb assembly and observed proper device operation through functional and performance testing. The device was returned to the customer for use. The main pcb assembly was further evaluated and the cause of the reported failure was determined to be a failure of an integrated circuit, designator u17.